Manufacturer narrative:
(B)(4). Initial reporter telephone number - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the peritonitis (dose, frequency and route of administration not reported). It was reported that the peritonitis was resistant to the treatment (no further detail was provided). No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.